Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported annoying stimulation at the site of the lead connection and he perceived unusual high stimulation in his legs that occurred during normal use. Stimulation was lowered with the patient controller and the device off to determine the original cause. Additional information received from the representative reported the cause of the event was unknown, and the consumer did not experience any falls or trauma. The consumer noted stimulation got particularly annoying when he pressed his back on a chair/bed impedances were out of range, >10000 ohms on contacts 0, 1, and 6, and 0 and 1 were being used for programming. Reprogramming was attempted to exclude the out of range contacts. No other diagnostics/troubleshooting had been done. The consumer was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.